Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom on (B)(6) 2016 to report that the receiver displayed error icon on (B)(6) 2016. The territory business manager did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, event problem and evaluation codes - additional.